Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was still not working. Kept trying different programs was noted. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device is not helping anything very well. The patient's health care professional and manufacturing representative are still working with different programs and keeping records of results to get the device working. No further patient symptoms or complications were reported in this event.